Event description:
Additional information was received. The coil was noted to have suddenly detached during repositioning, and the detachment occurred within the catheter. It was clarified that the coil (d042719) was only stretched, without an additional break reported. The cause of these events and any issues resulting in the damage is undetermined.

Manufacturer narrative:
Product analysis as found condition: the concerto device was returned for analysis within a shipping box; within a sealed plastic biohazard pouch, within a resealable plastic biohazard pouch, and within an introducer sheath. A second concerto device was also returned and will be addressed in (B)(4). Visual inspection/damage location details: no damages or irregularities were found with the introducer sheath. Blood was found within the introducer sheath and on the pusher (figure m). The actuator interface was found securely attached to the coupler tube. The break indicator was found still intact. There were no evidence of detachment attempts at these locations. The implant coil and distal pusher was found already deployed out the distal introducer sheath. The distal ~3.1cm of the pusher was found kinked. The shield coil was found undamaged. The coin was found still against the lumen stop. The implant coil was found still attached to the pusher (figure o). The implant coil was found damaged (figures o & p). The implant coil tip was found still attached to the implant; therefore, the implant was unbroken. Testing/analysis: n/a conclusion: based on the analysis performed, the customer report of ¿premature detachment" or ¿coil separation/break¿ was not confirmed. The implant was found still attached to the pusher and unbroken. The customer report of ¿coil stretch¿ likewise could not be confirmed. However, the implant was found damaged. In addition, the distal pusher was found kinked. It is possible these damages occurred due to advancing against resistance. There were no damages found with the returned cook catheter that would contribute towards these damages. The cook catheter has an inner diameter of 0.021¿, which is compatible for use with the concerto device. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that there was coil pre-detachment (coil lot d039515). There was coil separation/break/premature detachment. The implant coil was removed from the patient. The coil is around 40cm inside the microcatheter, the doctor used the veins to clip the coil with the microcatheter, and pull out both items from the patient body. There was no surgical or medicinal intervention required. The pushwire was not bent or broken. The physician repositioned the coil 1 time. The physician did not attempt to detach the coil. The physician did not rotate the delivery pusher during procedure. Additionally, coil (lot d042719) was reinserted to microcatheter and coil break was discovered. The implant coil was stretched. The physician did not reposition this coil during the procedure. There was no friction or difficulty during delivery. The device and any accessories were prepared as indicated in the IFU. A continuous flush was administered during the procedure. No patient symptoms or further complications were reported as a result of t his event. The patient is alive with no injury. The patient was undergoing surgery for treatment of an unruptured renal aneurysm with a max diameter of 20 mm and a 2 mm neck diameter. It was noted the patient's blood flow was normal and vessel tortuosity was moderate. Ancillary devices include a cantata, 2.5fr microcatheter.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.